Manufacturer narrative:
The catalog number has not been cleared in the u.s., but is similar to the fluency plus endovascular stent graft products that are cleared in the us. As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, photos were provided for evaluation. The investigation is confirmed for misfire. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12100 vascular stent graft allegedly experienced misfire. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.